Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had surgery on (B)(6) 2015, and the stimulator was turned on (B)(6)2015. It was noted that scar tissue had not yet been formed around the leads. The patient had met with their "mentor" (company representative) on (B)(6) 2015, who reprogrammed the stimulator to make it much better. The patient had planned to meet with company representative again in (B)(6) once the scar tissue was in place.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3004209178-2015-22949. Additional information received clarified that the correct manufacturing site was site # 6000153.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported a stimulation issue that was related to positional movement. There were no traumas or falls reported that could have been related to this issue. It would work for a couple days but then it would go back to where it only worked when the patient was leaning back or if she clasped her hands behind her back. The patient stated the rep said that once the scar tissues healed they could do more permanent programming. It was noted the patient had this problem since (B)(6) 2015. On that (B)(6), the patient saw the rep and since then it was back to where it was before where it only worked when the patient leaned backwards or she walked and clasped her hands behind her back. The rep noted he met with the patient late in the day on (B)(6) 2015 and she needed a reduction in pulse width which was magnifying positionally and she was not good at modulating her amplitude yet. The pulse width was reduced from 450 to 420 which focused on her pain area and softened effects of positionally. After this, the rep noted the patient was very happy with it and they spent time adjusting amplitude. They were very confident in maintaining a comfortable power setting through various positions. Relevant medical history included chronic low back pain and spinal pain.